Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the patient who is 1 month post op was admitted to the hospital last night with abdominal pain, suspected obstruction, or suspected leak so was sent for the normal diagnostic workup which included an egd which was normal, CT scan which appeared abnormal due to a line of significant inflammation from the top to the bottom of the staple lines, and was set up and had an exploratory laparoscopy this morning based on that abnormal CT and inflammation as well as abdominal pain reports. Exploratory laparoscopy showed nothing out of the ordinary, sleeve was clamped and cricoid pressure was applied to check for leaks and none were apparent. Surgeon caring for patient reached out to see if the inflammation apparent on the CT might just be a normal finding 4 weeks post op when slr is used or if this could be some type of allergic or breakdown reaction that is causing the patients symptoms and he¿s asking for data on the reported incidence of this type reaction. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative of a sleeve gastrectomy procedure, the patient (where slr was used) returned to fresno heart last night with undisclosed issues. A CT scan was subsequently done that is showing inflammation along entire length of sleeve and they are questioning if this is a normal response to the slr material.